Manufacturer narrative:
Philips service replaced the high voltage converter and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that high voltage leak in generator caused arcing and burning smell on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.